Manufacturer narrative:
(B)(4). The sample is not available for evaluation per the customer. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Event description:
It was reported to baxter (B)(4) an intermate sv 200 device was leaking. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional information: this device was not returned to baxter for evaluation, therefore the reported condition could not be confirmed and the root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow up report will be submitted if additional information becomes available.